Manufacturer narrative:
Age at time of event: 18 years or older.   (B)(4).  The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon ruptured occurred. The target lesion was located in a shunt in the moderately calcified unspecified vessel. A 6.0 x 40, 40cm mustang¿ balloon catheter was advanced for dilatation. However, during inflation at approximately 12 atmospheres, the balloon ruptured and blood was noted inside the balloon. The device was completely removed from the patient and the procedure was completed with this device. No patient complications were reported and the patient's status was good.